Manufacturer narrative:
The user facility submitted medwatch mw5116339 for this event. E1: initial reporter address ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from the tubing near the chamber. This issue was further described as, ¿the tube had leaked by the beginning of the chamber¿. The leak was observed while priming the set with sodium chloride mixed with chemotherapeutic medication within the pharmacy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.